Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the device reached elective replacement indicator less than six months after implant. It was also noted that the right ventricular lead had suspected insulation damage as the lead had low bipolar impedance, high threshold, and undersensing with small r-waves. The device was explanted and the lead remains in use programmed to unipolar. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device reached elective replacement indicator less than six months after implant. It was also noted that the right ventricular lead had suspected insulation damage as the lead had low bipolar impedance, high threshold, and undersensing with small r-waves. The device was explanted and the lead remains in use programmed to unipolar. No patient complications have been reported as a result of this event.